Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the hemostatic valve was suspected broken after aspirating the sheath following insertion of the balloon catheter. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.